Manufacturer narrative:
The biomedical engineer reported that the input box that was attached to the bedside monitor (bsm) was giving incorrect readings. They sent the input box in for repair. The input unit was cleaned and evaluated and the reported problem of "nibp readings are always inaccurate" was confirmed. The malfunctioning parts were replaced, and the unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification.

Event description:
The biomedical engineer reported that the input box that was attached to the bedside monitor (bsm) was giving incorrect readings.

Event description:
The biomedical engineer reported that the input box that was attached to the bedside monitor (bsm) was giving incorrect readings.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) university hospital reported the input box (ay-653p-qm sn: (B)(6) ) nibp was working normally but the readings were always inaccurate and different. Unit was tested in the bme shop with bsm (mu-671ra sn:(B)(6) ). Service requested: repair. Service performed the unit ay-633p/sn-7266/300128950 was cleaned and evaluated. The unit was cleaned and evaluated. The reported problem of " nibp readings are always inaccurate" was confirmed. The unit needs the following part: sg-673p nibp unit for mu-673 the malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation results: per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The device warranty began 12/26/14. The issue was reported after 4 years at customer facility. Review of device sap history found no previously reported issues with the unit. The input box is used in conjunction with the bsm-6000 series bedside monitor. Per bsm-6000 series service manual, if periodic inspection is not performed, degradation or loss of function may go unnoticed and lead to misdiagnosis. It is recommended periodic inspection be performed at least once every year. Customer's maintenance information for this unit is not available. There is no record of nka servicing performed on the unit. Review of all tickets created against the ay-653p model relating to inaccurate/incorrect blood pressure readings revealed the following: ticket notification number created on model serial ID description number of years at customer site evaluation notes. 29947 (B)(6), (B)(6) 2018 ay-653p-qm 6525 incorrect readings on ay unit 4 years part replaced: ur-39373 (mpu board). 29949 (B)(6), (B)(6) 2018 ay-653p-qm 6458 incorrect readings on ay unit 4 years unit found to have damage. 29959 (B)(6), (B)(6) 2018 ay-653p-qm 6160 incorrect readings on ay unit 4 years unit found to have damage. 32154 (B)(6), (B)(6) 2018 ay-653p-qm 7266 (current ticket) 4 years part replaced: sg-673p. 60228 (B)(6), (B)(6) 2019 ay-653p-qm 7313 bp readings are inaccurate 4 years n/a unit has no prior history of nibp issues. The issue was resolved upon replacing part #sg-673p. Unit was tested to operate within specifications after replacement. Condition of the unit was not noted. There was failure of #sg-673p however the root cause could not be determined from the information available. The repaired unit was returned to the customer on 09/19/19 and there were no further reported issues with the unit. No additional unit has been found to cause incorrect/inaccurate readings due to failure of part sg-673p. Investigation conclusion: unit has no prior history of nibp issues. The issue was resolved upon replacing part #sg-673p. Unit was tested to operate within specifications after replacement. Condition of the unit was not noted. There was failure of #sg-673p however the root cause could not be determined from the information available. The repaired unit was returned to the customer on 09/19/19 and there were no further reported issues with the unit. No additional unit has been found to cause incorrect/inaccurate readings due to failure of part sg-673p. D11& c2. Input box was used in conjunction with the bedside monitor (bsm). Model: ay-653p-qm. Serial: (B)(6) . Unique identifier (UDI ) number: (B)(4).